Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Dr. (B)(6) was trying to insert our 3-l 20cm cvc in the femoral vein without ultrasound. He felt resistance when threading the catheter through the wire. They removed the catheter and the wire together once they realized that the catheter wasn't going to be placed properly. They noticed upon removal that the wire was kinked in 2 places.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f15c1472.

Event description:
Dr. (B)(6) was trying to insert our 3-l 20cm cvc in the femoral vein without ultrasound. He felt resistance when threading the catheter through the wire. They removed the catheter and the wire together once they realized that the catheter wasn't going to be placed properly. They noticed upon removal that the wire was kinked in 2 places.